Event description:
In 2004 a pt was injured while being lifted with a likorail 242s overhead hoist. The accident took place in the bathroom while the pt was being raised and repositioned for entry into the shower. According to the facility, while repositioning the pt the hoist strap lowered a few inches causing the pt to fall forward a bump their head on the top of the bathtub ceramic wall. The pt incurred a cut on the left side of their jaw. Ice was placed on the cut to reduce swelling. Five days later at the request of the customer the unit was exchanged for a new hoist. The next day the equipment was inspected by liko's local distributor. During conversations with the distributor and the facility it was mentioned the pt may have leaned forward in the sling becoming unbalanced. The pt may have also struck an electrical lowering feature causing the strap to lower a few inches. Upon inspection the hoist's strap raising and lowering functions were tested and worked properly. It appears both the pt movement or striking the lowering feature cntributed to the fall.